Event description:
It was reported that (1) 355ld and (1) er320 and (1) prr35 were used during an exploratory procedure. It was reported by the rep that the trocar would not puncture and was non-functioning. The surgeon tried several times. The er320 fired three times and then froze up. The prr35 staples kinked in stapler and would not fire. It is unknown how the case was completed. There was no consequence to pt.